Manufacturer narrative:
(B)(4). (B)(6). Investigation is in progress.

Event description:
It was reported that the laser lost power during surgery and surgeon had to stop surgery.

Manufacturer narrative:
Device evaluation: a review of the records related to this equipment shows no failure detected. A document labeling, trending and risk documentation reviews for this equipment were performed. The risks and mitigations associated with the complaint issue are identified in existing risk documents and no new risks were identified as part of this investigation. Based on the investigation no problem was found and the power interruption at site cause room temperature fluctuations. There was no product deficiency identified. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Device evaluation and additional information provided: account reported that patient surgery was re-scheduled and that system was used without an uninterruptible power supply (ups). It was reported that there was an overnight power cut and the room where the laser was got over-heated due to lack of air-conditioning. There was a second power cut recently at the account with no problem reported this time. Field service specialist checked the laser and found it within specifications.